Manufacturer narrative:
Concomitant medical products: product ID: w3dr01, product type: ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and high fever. The right ventricular (rv) lead also exhibited a pacing spike with possible loss of capture and increased thresholds. The rv lead was reprogrammed and remains in use. The implantable pulse generator (ipg) and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.